Event description:
It has been reported to philips that system could not generate x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system had lack of memory space. To resolve the issue, the fse performed service in another work order by formatting the disk. After formatting the disk, the system was returned to use in good working order.the codes were updated based on the investigation outcome.